Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that one of the flip-flop brake handles were broken. It did not affect operation. No harm to the pt was reported.